Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical jelco® i.v. Catheter was difficult to insert into the patient's vein. It was noted that the catheter was not slippery and it had caused vein damage. The patient recovered with no adverse effects.

Manufacturer narrative:
After clinical review per the stated difficulty performing venipuncture due to a compromised insertion mechanism the risks of perforation of vessel, pain, phlebitis, and hematoma does not meet the definition of a reportable serious injury as there was no reported permanent impairment of a body function, or no intervention was required to preclude serious impairment. The reported no back flow of blood and multiple pricks were required does not indicate that this would likely cause or contribute to a death or serious injury if the malfunction were to recur. Report submitted in error.